Manufacturer narrative:
Correction: this supplemental report is to correct the initial report to include initial reporter information. Correction: this supplemental report is to correct that the initial reporter is a health professional. Correction: this supplemental report is to correct that the initial reporter's occupation is a physician. Correction: this supplemental report is to correct the report source to include health professional and user facility.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pacemaker was found to be in backup vvi mode. Further troubleshooting could not be performed. The device was replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.